Manufacturer narrative:
A philips authorized service provider (asp) confirmed the device generated a low tidal volume error message; error code not provided by the customer. The asp reported the unit was repaired by the customer biomed engineer by repairing the (data acquisition (da) printed circuit board assembly (pcba). No part replacement was necessary. The device was operational and returned to service after repairs were completed. The investigation concludes that no further action is required at this time.

Event description:
Philips received a complaint from the customer reporting the tidal volume was insufficient on the v60 ventilator. The device was not in clinical use; the issue was identified during a maintenance inspection. There was no report of harm.

Manufacturer narrative:
E1 reporting institution name: (B)(6) hospital. Reporter phone number - (B)(6).